Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport MRI isp, one catheter, one flushing connector, two introducer needles, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, two guide-wires in guidewire hoops, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler. Visual, microscopic, tactual, functional, and dimensional evaluations were performed. No anomalies were noted to needle bevel. The investigation can be confirmed for the identified fracture and stretching issues as the flat core wire was found to be fractured and bent outside the coils of the guidewire. However, the investigation is inconclusive for the reported failure to advance and difficult to remove issues as exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use indicates: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire. (Expiry date: 03/2021).

Event description:
It was reported that during the port placement through right internal jugular vein, the guidewire allegedly failed to advance through the introducer needle. It was further reported that the guidewire and the introducer needle were had difficulty while removed together. The procedure was completed using another device. There was no reported patient injury.